Event description:
The following report was received from the clinical study: the indication for the index procedure was acute myocardial infarction >72 hrs. Two type c lesions were treated at index procedure at the left anterior descending artery via direct stenting. Following the index procedure, the patient developed expressive/receptive dysphasia post pci and subsequent embolic stroke of the left middle cerebral artery. This event was treated with anticoagulants; warfarin therapy was commenced. Five days post index procedure, the patient experienced angina pectoris consistent with ischemic changes on ECG. An angiogram was performed revealing patient stents, no thrombus, no new obstructive disease and no dissections. The chest pain was treated medically with beta-blocker therapy. Five days later, the patient experienced a q-wave myocardial infarction. The event was resolved five days later.

Manufacturer narrative:
A code for thrombosis event has been added to this report in accordance with the academic research consortium (arc) guidelines for thrombotic events. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-01127 and 9616099-2007-01128. Any additional information will be submitted within 30 days of receipt.